Event description:
Additional information received revealed that the patient was seen again on (B)(6) 2013. The physician stated it was unclear whether or not the apnea has improved however the patient did appear to be more alert. The patient's output current was 1 ma (2.5 ma for magnet) and the on time was 7 seconds with an off time of 1.8 minutes. There were no clinical changes observed with the setting changes. The site did indicate that there was no relationship of the apnea to vns.

Event description:
It was reported via (B)(6) message that a patient who previously did not have apnea was exhibiting obstructive sleep apnea/hypo ventilation during a recent sleep study. Per the report, the issue was occurring with device stimulation. Additional information received, revealed that the physician found that the patient had obstructive sleep apnea when a sleep study was performed in (B)(6) 2013. As a result of the sleep apnea, the patient¿s duty cycle was decreased. The physician lowered the duty cycle because he felt that while the sleep apnea was not related to vns, there may be a possible threshold effect with the on time of the device which could affect the sleep apnea. The patient will be seen again in six weeks to follow-up on the sleep apnea as well as to see if the patient¿s seizure pattern changes with the decreased duty cycle. It was unknown if the patient had sleep apnea prior to vns and no device diagnostics were performed.